Event description:
It was reported through strykeractive's facebook page, "had both knees done with stryker replacements. Biggest mistake ever! Hate them. Pain is far worse after than before and it's been over 2 years!" This pi is for the right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.